Event description:
Patient called alleging that the meter had segments missing on the meter. Patient had symptoms of feeling nervous. Patient obtained a blood sugar of 190mg/dl and retested and thinks the meter read 130mg/dl. Patient did not seek medical attention or call the md. When segments are missing on the meter, a patient cannot read the test result, which may lead to delay in treatment. Customer service was unable to resolve the issue and sent patient a new meter.